Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that the patient was trying to charge their ins on (B)(6) 2018, but they were seeing the reposition antenna screen. The patient stated they felt stimulation last (B)(6) 2018 (they stated last wednesday or thursday). The patient didn't have equipment with them and so they stated they would call back for troubleshooting. It was reported that the ¿reposition antenna screen¿ and being unable to connect with their programmer occurred on (B)(6) 2018. No further complications were reported/anticipated.